Event description:
It was reported that customer received a minimum fill notification while attempting to load cartridge with insulin into pump. There was no adverse impact to the customer¿s blood glucose level. Customer removed pump from case, cleaned pump area as instructed, reloaded same cartridge without success, then successfully loaded new cartridge following guided steps, resumed insulin delivery, and requested cartridge replacement, after which technical support arranged shipment of goodwill cartridges.